Event description:
It was reported that this right atrial (ra) lead exhibited possible loss of capture (loc). Boston scientific technical services (ts) noted it was unclear whether there was ra loc or bigeminal premature atrial contractions. In addition, ts observed atrial signals however they were not being oversensed. The health care professional (hcp) was going to assess the ra lead when the patient was brought into the clinic. The lead remains in service. No adverse patient effects were reported. Additional information was received that the ra lead was surgically abandoned due to loc. A new ra lead was implanted and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.